Manufacturer narrative:
The device has been requested to return for investigation. No further details have been provided. If the device is returned an investigation will be performed at that time. A review of the DHR was performed for work order: (B)(4). All 60 units from the work order passed final inspection. Based on the complaint description death or serious injury did not occur and is not likely to cause death or serious injury if a similar incident was to reoccur.

Event description:
Patient reported the device made his head feel like it was on fire. During a follow up call the patient stated that the unit felt hot and it made his head feel hot. The device has been requested for return.

Event description:
Patient reported the device made his head feel like it was on fire. During a follow up call the patient stated that the unit felt hot and it made his head feel hot. The device has been requestd for return.

Manufacturer narrative:
The device returned investigation. As received, device was able to power on and charging and pass post. Device was fully charged and completed 4hrs treatment of heating test. No damage noted to system. System operates as designed. A review of the DHR was performed for work order (B)(4). All (B)(4) units from the work order passed final inspection. Based on the complaint description death or serious injury did not occur and is not likely to cause death or serious injury if a similar incident was to reoccur.